Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) awoke from sleeping to find prominent swelling at the pocket site eleven days post-implant. The patient was seen and placed on antibiotics and analgesics. In addition, pressure bandages were applied to the site. Testing found that the patient was negative for an infection and the full blood count was satisfactory. No additional adverse patient effects were reported.